Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the mini drawer opened more than it should be to pull out one narcotic. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no failures on the device. The system functioned as intended when the field service engineer tested the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the mini drawer opened more than it should be to pull out one narcotic. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.